Event description:
It was reported to philips the device had an ops check failure. There was no patient involvement.

Event description:
It was reported to philips the device had an ops check failure. There was no patient involvement.